Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section e3 occupation which was missed in previous report was captured. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on november 03, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and during the investigation, pil observed an unknown dust contaminant on the module flip door, front panel, bottom enclosure, air inlet of the blower box, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 error codes. The manufacturer concludes there was no evidence of degraded sound abatement foam and was unable to directly address the symptoms specified.